Event description:
The customer reported a ventilator had a touchscreen that was not operating and a cracked rear bezel. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, it was reported that the touchscreen issue was caused by a philips field service engineer (fse) damaging the unit during a field change order (fco) implementation. Therefore, this complaint no longer meets reportability requirements. The philips fse replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service.